Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ambicor penile prosthesis (app) underwent a thorough analysis. Both cylinders were microscopically inspected and tested for leaks. The first cylinder exhibited wear at fold in its middle and proximal end, along with a leak due to a hole at a corner of a fold and broken fabric threads in the middle of its body. In addition, the first cylinder presented another leak due to a hole in its proximal end, consistent with sharp instrument damage. The second cylinder had wear at fold and broken fabric threads in the middle of its body, along with a bulge in its middle when it was inflated with a syringe. The pump was microscopically inspected, and leak tested. Microscopic evaluation revealed that the kink resistant tubing (krt) was worn to the filament, but no leaks were identified in the component. Based on the information available and analysis results, the leak identified in the first cylinder and the bulge noted in the second cylinder could have caused or contributed to the reported clinical observation of inflation issues.

Event description:
It was reported that one of the cylinders of this ambicor penile prosthesis (app) exhibited inflation issues. A surgical procedure was performed, during which the app was removed, and an inflatable penile prosthesis (ipp) was implanted. There were no patient complications reported.

Event description:
It was reported that one of the cylinders of this ambicor penile prosthesis (app) exhibited inflation issues. A surgical procedure was performed, during which the app was removed, and an inflatable penile prosthesis (ipp) was implanted. There were no patient complications reported.